Event description:
Approximately 11 year(s), 3 month(s) and 24 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced disassociation of humeral plate. Disassociation of tray and poly; increased pain & mechanical issues over last 6 months. The patient underwent a standard reverse revision, and the outcome of this event is considered resolved. The clinical report indicates that this event is possibly related to the device(s) and definitely not related to the procedure.